Manufacturer narrative:
Immucor technical support use a remote electronic connection method on (B)(4) 2018 to assess the instrument test well images in question, which were visually positive. There were no instrument issues detected. The event log showed no errors. The immucor laboratory tested retention product on (B)(4) 2018, which performed as expected. The immucor laboratory tested the returned blood sample from the customer site on (B)(4) 2018, against retention product, which yielded the customer's expected negative outcome. The internal immucor number for this report is (B)(4).

Event description:
On (B)(6) 2018, a customer site reported an unexpectedly positive outcome with anti-k (monoclonal) gamma-clone by galileo neo instrument, when tested on (B)(6) 2018.